Event description:
During upper endoscopic exam the procedural md attempted 3 times using 3 different bravo capsules to attach to patient's esophagus before one finally worked. Per endoscopist procedure note: the lumen of the esophagus was moderately dilated. The bravo capsule with delivery system was introduced through the mouth and advanced into the esophagus, such that the bravo ph capsule was positioned 42 cm from the incisors, which was 6 cm proximal to the ge junction. The bravo ph capsule was then deployed and attached to the esophageal mucosa. The delivery system was then withdrawn. Endoscopy was utilized for probe placement and diagnostic evaluation. 3 attempts with capsule failing to attach in the 1st 2 attempts. 3rd attempt showed capsule confirmed attached to esophageal wall. The stomach was normal.